Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use that the bd insyte¿ autoguard¿ shielded IV catheter had leaked from the connection of the catheter and the catheter adopter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported during use that the bd insyte¿ autoguard¿ shielded IV catheter had leaked from the connection of the catheter and the catheter adopter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: received one iag 22ga unit consisting of a catheter-adapter assembly, no packaging material was received. No evidence of damage was detected. Traces of blood were observed above the nose of the adapter. Since no evidence of damage could be found, proceeded to perform the water leak test. Leakage occurred, air bubbles were observed on the nose of the adapter, the unit was dissected: observed the tubing was wrinkled and had a tear in the area above the wedge. The wrinkled tubing can result from misalignment of the flare station. When the flare station isn¿t properly aligned, it can pull the tube down onto the swage pin causing a hole in the tubing above the wedge. Also because the flare blocks being worn down from regular wear and tear during the manufacturing process; this results in tears to the tubing. The lot number associated to this incident was unknown therefore, DHR review could not be performed. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.